Manufacturer narrative:
The investigation into the reported limb ischemia has been completed since the original report was filed. The abiomed products were not returned for evaluation .the cause of the limb ischemia issue was most likely patient condition related based on provided clinical details.

Event description:
The user facility reported a 78-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. During impella support, the staff was unable to find pedal pulses in the impella extremity. The ante-grade perfusion was in place. The patient was on impella support for 73.91 hours before the family withdrew care and the patient expired. No allegations were made towards the impella for the cause of death.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿